Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the aux pendant e-stop dongle was sheared off at the bulkhead connector. The bulkhead assembly was replaced and the cabling was rerouted, thus resolving the issue. The e-stop was checked and a system test was done. The imaging system then passed the system checkout and was found to be fully functional. The bulkhead assembly was returned for further evaluation. Through visual/physical examination, functional testing, and performance testing, the problem of a damaged dongle was unable to be confirmed. However, visual inspection noted the jackscrews for the dongle/pendant connection mount were missing. The dongle was in a used, serviceable condition. Analysis determined that there was a physical damage failure with the returned bulkhead assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system could not clear e-stop. Upon checking the system¿s dongle, the site representative stated that it was loose. The site representative stated that they would hold it tight with tape for the time being. There was no patient present when this issue was observed.